Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported a volume discrepancy occurred. The expected reservoir volume (erv) was 3.0 ml and the actual reservoir volume (arv) was 13.0 ml. There were no alarms and the pump logs were clean. There was no clinical increase in spasticity. The patient would be seen in a couple of months, where the volumes would be checked again. No complications were reported. Additional information was received from a foreign hcp via a manufacturer's representative. The patient was receiving lioresal (unknown concentration and dose). The erv was also reported to be 3.1 ml and the arv was reported to be 13.1 ml. No troubleshooting was described. Actions included monitoring the patient for signs of withdrawal. Surgical intervention did not occur nor was planned. When prompted for the contributing factors, the response was "n/a". The pump remained implanted and in service. The issue was reported to have resolved. The patient status was alive - no injury. There were no reported symptoms.